Manufacturer narrative:
The product analysis indicates the reported issue could not be verified or duplicated. The device was returned with the ribbon cable hex nuts installed incorrectly. The device was disassembled, cleaned, hex nuts were tightened, device reassembled and tested to manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The sales rep reported that the device does not stimulate. There was no reported patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic clinical specialist reported that during routine equipment testing at the medtronic singapore office, an intermittent response was seen on the screen when trying to stimulate. The stim was set at 3ma-10ma. There was no stim return value. The user was able to troubleshoot and determine that this demo unit (stim extender) was at fault. There was no patient involvement.